Event description:
Pt reported never having "proper restriction, either ate like never had a band or could not get any food down." Pt also stated, "only way lost [any] weight was by continuously throwing up from a tight band." Then, "the band started to leak." In addition, the pt mentioned "gained almost all of the weight back. For all the pain pt has gone through, [states] surgery was not worth it." It is not known if the band has been explanted or replaced. The reported events have not been confirmed by a healthcare professional.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned for an analysis. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "prior to doing an adjustment to decrease the stoma, review the pts' chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported events of vomiting and pain as follows: "vomiting can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."